Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that from echocardiogram (echo) findings the patient had mild aortic, mitral, tricuspid, and pulmonary regurgitation. The right ventricle was mildly dilated. Systolic function was moderately reduced. The left and right atrium were severely dilated. The aortic valve opened with every cardiac cycle. The cause was suspected to be due to a mass in the ventricle. The mass was remove and pump exchanged. The patient was in hospital recovering from the operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that from echocardiogram (echo) findings the patient had mild aortic, mitral, tricuspid, and pulmonary regurgitation. The right ventricle was mildly dilated. Systolic function was moderately reduced. The left and right atrium were severely dilated. The aortic valve opened with every cardiac cycle. The cause was suspected to be due to a mass in the ventricle. The mass was remove and pump exchanged. The patient was in hospital recovering from the operation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported mass in the patient¿s left ventricle as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusive be determined through this evaluation. The submitted controller event log file captured data on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 5 low flow faults and 1 low flow alarm which occurred on (B)(6) 2022. There was no other abnormal event captured ¿ the only other events were associated with power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21jul2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ lists thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. N. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the mass was removed and the pump was exchanged on (B)(6) 2022, the mass was sent to pathology for evaluation. The pathology report stated that the patient's condition was consistent with end stage cardiac disease. There were no fungal hyphan forms on periodic acid schiff (pas) or grocott methenamine silver (gms) stains. Concurrent microbiological were specimens are noted to be negative including outflow graft in cardiac left ventricle. There was obvious cardiomyocyte injury with loss, interstitial fibrosis, mixed inflammation with acute and chronic lymphoplasmacytic histiocytic components. There was hemosiderin pigment deposition consistent with red cell extravasation, and ischemic-type injury consistent with end stage heard disease. There was iron deposition on perls prussian blue consistent with hemorrhage. Significant interstitial fibrosis confirmed on masson's trichrome (mt) staining and no definitive amyloid on highman's congo red.